Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation ranged from being bright red to blistering to bleeding. The patient reported known allergies to metals and a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient apply cortisone cream to the area and return the equipment. The irritation improved with the use of neutrogena hand cream.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation ranged from being bright red to blistering to bleeding. The patient reported known allergies to metals and a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient apply cortisone cream to the area and return the equipment. The irritation improved with the use of neutrogena hand cream. Supplemental report 10/04/2021: submitting report to correct section g4.